Event description:
It was reported that the devices will switch off without known reasons. There is no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the battery was dead. The battery was replaced and the device passed burn-in and functional testing. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated. A service history record reveals that the unit was in the field for over two (2) years with no previous reported issues related to the reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.